Event description:
The patient was admitted for re-do aortic valve replacement surgery due to calcification resulting in impeded leaflets and an elevated gradient. The aortic valve was removed and replaced with a 23 mm sjm regent.